Manufacturer narrative:
Pride personal attended inspection with experts unit functioned and operated as designed.

Event description:
It is alleged the customer became stranded in her backyard because of the wheelchair malfunctioned causing her death from heat related injuries.

Event description:
It is alleged the customer became stranded in her backyard because of the wheelchair malfunctioned causing her death from heat related injuries.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.